Event description:
It was reported to philips that the device failed its therapy delivery test during operational check. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the hardware error logs point to replacing the therapy capacitor. When testing the energy, the energy is low at 180.8j. The reported issue was confirmed and the cause was traced to a faulty therapy capacitor. Device sent to bench repair. Quote created. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The part was replaced and repair confirmed complete. Equipment shipped back to customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed its therapy delivery test during operational check. There was no patient involvement.